Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. One day after onset, at 7 pm, the patient was hospitalized for the event. On same day, the patient started treatment for the peritonitis with injection (inj.) Fortum (1 gram, frequency, duration and route not reported), inj. Vancomycin (1.5 gram, frequency, duration and route not reported) and inj. Heparin (dose, duration, frequency and route not reported). On an unreported date, the patient¿s pd effluent was clear, the peritonitis was resolved, the patient was recovered from the event and the patient was discharged from the hospital. At the time of this report, dianeal therapy was ongoing. No additional information is available.